Event description:
Per the clinic, the patient experienced a skin flap infection and was administered antibiotics (type not reported) however, the implant was exposed. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery on the contralateral ear.